Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer requested help programming her new insulin pump. Her blood glucose was unknown at the time of reporting; however, she reported that it had been over 600mg/dl the previous day and she had to be treated in the emergency room for blood glucose of 484mg/dl on (B)(6) 2014. At the time of reporting, she was treating with manual injections. The customer reportedly became agitated mid-troubleshoot and requested to call back at a later time. No equipment was returned. No additional information was reported.